Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on, (B)(6) 2015, patient presented with pre operative diagnosis of lumbar spinal stenosis and spondylolisthesis underwent l4-5 laminectomy with nerve root decompression and instrumented posterior fusion and harvesting of local autograft. Per operative report: "the local autograft was harvester from the spinous processes and lamina which had been removed. These portions of bone were rongeured into small pieces and all soft tissue was separated from the bone. This bone was then placed over the decorticated posterior lateral aspect of patient¿s spine completing the arthrodesis. This was augmented with allograft and rhbmp-2." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.